Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, and the helix was pulled/stretched/overstress. It was noted that the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant procedure the physician was unable to retract the helix as the lead was attempted to be place multiple times. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.